Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event has been estimated.

Event description:
It was reported that the patient's leads had high impedance following a fall. Surgical intervention occurred on (B)(6) 2019 wherein both leads were explanted and one was replaced. Related manufacturer reference number: 1627487-2019-10505.